Event description:
The report suggests that the nurse was changing the bag of fluid 8 hours after the infusion had been started and the line came apart above the back check valve. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
(B)(4). The customer¿s report of separation was confirmed. Visual inspection noted the sample was received in two pieces. The separation was identified at the upstream joint of the back check valve (bcv) with the spigot of the valve bonded inside the tubing. A closer inspection also noted stress marks to the tubing as well as to the body of the bcv component. Functional testing was not performed because the set was split in half. The root cause of the separation was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.